Event description:
It was reported that during an a-fib procedure, while the physician was mapping the left atrium appendage the ablation catheter perforated, the distal portion of the appendage leading in a tamponade. The patient¿s blood pressure dropped and a tamponade was confirmed by intracardiac echocardiography (ice) requiring a pericardial tap. The patient went to surgery to remove the damaged appendage. The patient was reported to be in route to surgery and in stable condition. The outcome of the adverse event was reported as fully recovered. The physician¿s opinion regarding the causality of adverse event was procedure related. The patient¿s baseline (before the procedure) was fairly healthy with a-fib and sick sinus syndrome. The physician used a sjm swartz sr0 long sheath during the event. The updated patient status health was reported as stable and doing well.

Manufacturer narrative:
Concomitant products: carto 3 system us catalog #: fg540000, serial #: (B)(4). Stockert 70 system us catalog #: s7001, serial #: (B)(4). Cool flow pump us catalog #: cfp002, serial #: (B)(4). Ez steer thermocool sf nav us, catalog #: bni35dfct, lot #: 15823526l. Lasso nav variable eco us, catalog #: d134301, lot #:15829196l. Manufacturer reference #¿s: (B)(4) are related to the same event. Manufacturer reference #: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, while the physician was mapping the left atrium appendage the ablation catheter perforated the distal portion of the appendage leading in a tamponade. The patient¿s blood pressure dropped and a tamponade was confirmed by intracardiac echocardiography (ice) requiring a pericardial tap. The updated patient status health was reported as stable and doing well. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A cool flow pump test was performed as well and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The catheter passed all specifications. The root cause of the perforation remains unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.